Event description:
It was reported that the 9600 system had a saturation fault error then gave off a burning smell. The system was shut down and removed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The drive board was replaced during the service call. The system was tested and found to be working as intended, and put back into service.